Manufacturer narrative:
(B)(4)

Event description:
The customer reports the distal tip broke off at 1500 rpm in the patient during the procedure. Intervention - the tip was retrieved in a separate intervention using a snare.it was retrieved without incident and the patient is fine.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one 5 fr ptd catheter assembly and rotator for evaluation. The device was returned with the basket fully deployed and showed evidence of use in the form of dried blood. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket. The broken end of the remaining tip material appeared stretched, jagged and uneven; indicating a stress related tear. The basket wires are all intact and secured within the basket connectors. No other defects or damage were observed with the catheter or the basket. Approximately 10 mm of the pebax tip was separated. Functional testing was performed by attaching the catheter hub assembly of the returned device to the returned rotator drive unit. The basket retracted/deployed in and out of the sheath as expected and rotated as expected. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) supplied with this kit states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. (Con't) other remarks: it warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. The black pebax tip of the returned ptd device broke near the base of the distal basket cap. The point of separation appeared rough and jagged, indicating a stress related tear. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. A CAPA has been previously initiated to further investigate this issue. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer reports the distal tip broke off at 1500 rpm in the patient during the procedure. Intervention - the tip was retrieved in a separate intervention using a snare. It was retrieved without incident and the patient is fine.